Event description:
Ethicon echelonflex 60 endopath stapler, articulating endoscope linear cutter, clamped down on portion of lung, but the device did not staple or cut. It was jammed. The surgeon was able to release the device without damaging the lung. A subsequent "like" device was utilized for the completion of the case. Diagnosis or reason for use: video assisted thoracic surgery (vats), stapler cartridge for the echelonflex60 endopath stapler.